Event description:
Pt noted to have mild nasal septum erosion following synchronized nasal intermittent positive pressure. Ventilation (snippv) in 2001. Anticipated that no treatment will be required. Date user facility became aware: 10/2001.